Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon quality assurance. The investigation involves in-house investigation of product, use of the product, and component investigation by the supplier. Results of this investigation are still pending and will be sent in a f/u MDR.

Event description:
Nurse accessed port with a huber needle, flushed and notice that the extension tube was leaking. There was no pt harm as a result of this incident.